Manufacturer narrative:
Additional information was received on 29-jan-2023. Physician¿s opinion on the cause of this adverse event was that it was most likely procedure related. The patient was discharged from the hospital. Detailed discharge date is unknown. Patient required extended hospitalization because of the adverse event. Relevant tests/laboratory data ---none. Other relevant history---none. Generator information was a smartablate generator, the serial number was unknown. Correct catheter were settings selected on the generator. The pump flow setting was normally controlled by the generator. Force visualization features used were real time graph; dashboard; vector. Visitag module was used, parameters for stability used was range: 2mm time: 3s fot: 25% radius: 2mm. No additional filter used with the visitag. Color options used prospectively was tag index. Therefore, updated the following fields: b2. Is hospitalization initial/prolonged (checked); h6. Health effect - impact code; d10. Concomitant medical products and therapy dates. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number: (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the completion of the procedure, pericardial effusion was confirmed. Timing when complaints occurred was after completion of ablation. Drainage was performed. Atrial septal puncture was performed by rf needle. Ablation was completed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was: low flow rate 2 ml. High flow rate ~30 w 8 ml. 31 w~ 15 ml. Pre/post time 5s. After completion of ablation, during the post voltage mapping, the pentaray nav high-density mapping eco catheter placed in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small fell out to the right atrium (ra), and the catheter was re-inserted into the left atrium (la), but the catheter did not reach the pulmonary vein (pv). The physician said that there was a strange feeling, so the procedure was ended. Because blood pressure had decreased, body surface echography was used, and pericardial effusion was confirmed. Drainage was performed, and the blood pressure recovered and became stable and therefore, the patient left the room. There were no abnormalities observed prior to and during use of the product. Additional information was received. Outcome of the adverse event was fully recovered (no residual effects). No error messages observed on biosense webster equipment during the procedure. The event was assessed as MDR reportable under both the pentaray nav high-density mapping eco catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.